Event description:
It was reported that a customer in france experienced an altitude alarm 21a with their pump but provided no additional details about blood glucose levels. There was no adverse impact to the customer¿s blood glucose level. The pump was not recognized by a computer and had a ce marking issue. Tandem technical support decided to replace the pump after successfully testing the pump system, which involved charging it, loading a cartridge, and delivering a bolus without triggering alarms. The pump was returned for further assessment.